Event description:
It was reported that during an endoscopic vein harvesting procedure, the bipolar device broke. Subsequently, the procedure was converted from an endoscopic procedure to an open procedure in order to complete the harvest of the vein. There were no adverse patient outcome reported.